Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2018, an on-call hcp received a call from the emergency department (ed) hcp. It was noted that the patient presented on (B)(6) 2018 with agitation, elevated blood pressure, and uncontrolled pain. On (B)(6) 2018, medication was administered and the patient was given multiple doses of ativan and valium along with hydromorphone and baclofen. The on-call hcp advised the ed hcp of the medications in the pump and recommended oral baclofen and hydromorphone, as the patient appears to be experiencing withdrawal. On (B)(6) 2018, the hcp was asked to activate the patient's personal therapy manager (ptm), and device interrogation/device data revealed a motor stall code (8476). The patient was scheduled for a follow up in clinic. On (B)(6) 2018, the patient presented to the clinic and reported nausea, vomiting, itching, burning, and worsening pain. The patient was started on hydromorphone 4mg, fentanyl 50mcg patch, baclofen, clonidine for withdrawal, promethazine for nausea/withdrawal on (B)(6) 2018. The patient was scheduled for a pump replacement. On (B)(6) 2018, medication was administered where the patient was given ativan and compazine. On (B)(6) 2018, the patient's pump was explanted/replaced. Device disposition noted the device will be returned to manufacturer. The event required in patient hospitalization or prolonged hospitalization. The device diagnosis was pump motor stall and the clinical diagnosis was intrathecal opioid and baclofen withdrawal. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated the cause of the motor stall was not determined. The patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone 3mg/ml for a total dose of 1.6489mg/day, clonidine 350mcg/ml for a total dose of 192.37mcg/day, bupivacaine 30mg/ml for a total dose of 16.489mg/day, and unknown baclofen 150mcg/ml for a total dose of 82.45mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the hcp stated that the patient was reporting feeling agitated and has high blood pressure. The hcp stated they were not close to the patient and wondered if the pump could be stalled. The hcp stated the patient had not reported hearing the pump alarming. The hcp was not with the patient so it was recommended having the patient use their personal therapy manager (ptm) to see if they had a pump alarm. The hcp called the patient and the patient did confirm that a motor stall had occurred per ptm error code 8476. It was noted as a sudden change in therapy/symptoms. It was noted the patient would be managed orally until they can see the hcp. The event date was noted to be (B)(6) 2018. Non-reservoir drugs included adavan (ativan) and valium. No further complications were reported/anticipated.